Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophago-gastric junction during a gastroscopy procedure performed approximately two months prior to (B)(6) 2015. According to the complainant, the stent was used to treat an anastomotic leak post ivor-lewis oesophagectomy. Reportedly, the patient's anatomy was not tortuous. During the procedure, the stent was implanted without issue. On (B)(6) 2015, during a scheduled removal of the stent as the leak had already sealed, it was confirmed through x-ray that the stent had migrated into the stomach. The stent was noted to be clogged and covered with gastric contents; however, the patient was asymptomatic. The physician was able to identify the "top" part of the stent and the suture, so the stent was pulled up and removed through the esophagus without any complications. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.